Event description:
It was reported to boston scientifc on 1/19/07, that a pt underwent radiofrequency ablation for liver tumors. It was indicated by the complainant, that roll-off was not achieved and the pt suffered bleeding during the procedure. Repeated attempts at obtaining specific info on the pt's status was unsuccessful. It is noted that, the pt has been discharged home in good condition.

Manufacturer narrative:
This device has not yet been received by this MFR; cosequently, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications.